Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. Beginning (B)(6) 2016, there were ventricular non-sustained tachycardia episodes with evidence of lead noise oversensing. Analysis of the device memory indicated the rv lead integrity alert warning occurred on (B)(6) 2016 for sensing integrity counter (sic) greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance trend on the rv pacing lead was rising. Between (B)(6) 2015 and (B)(6) 2016, the rv pacing impedance rose from 608 ohms to 2565 ohms. Analysis of the device memory indicated a r-wave amplitude measurement issue. Between (B)(6) 2015 and (B)(6) 2016, the r-wave amplitude varied between 0.25 and 20.75 millivolts.

Event description:
It was reported that at a device follow up, the right ventricular (rv) lead exhibited noise, high threshold, and unstable impedance. The device was reprogrammed and the device therapies were turned off. A rv lead revision is planned. No patient complications have been reported as a result of this event.